Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing unsatisfactory vitrectomy cuts using the 23 gauge vitrectomy probe. The case was completed on the same day without patient harm.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of an unsatisfactory cut; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Manufacturer narrative:
One 23ga probe sample was returned for evaluation for the report of unsatisfactory cut. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample would not close or open completely. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample would not cut. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Slight gouging observed at the bend area, cutting edge, and several locations along the inner cutter. The o-ring, spacers, diaphragm, and the spring were all intact. The complaint evaluation does confirm the probe had a quality issue that resulted in the sample not being able to properly function. The root cause for the probe not functioning properly cannot be determined from this evaluation. The most likely cause for the poor cutting and actuation is from a damaged inner cutting edge or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The manufacturer internal reference number is: (B)(4).